Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, glue peeled off due to external force such as strong rubbing to the subject device. In addition, because the device has been used exceeding its service lift, glue deteriorated and peeled off by long-tern use. A review of the instructions for use confirms the following, which may prevent the indicated phenomenon: "warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient".

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a leak was found coming from the cylinder and air/water tube. The forceps cover glue was found peeling on the body of the scope. The rubber glue was found cracked. The channel contained an internal scrape and was found leaking. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a leak on a gastrovideoscope. There was no patient harm or injuries reported. The procedure was completed. No additional information has been obtained.